Manufacturer narrative:
Based on the medical record review, the pt was treated for an abscess. The pt was treated with antibiotics. No surgical intervention was required. Infection is a known possible adverse reaction noted in the product's instructions for use. The IFU states that if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. According to the medical records, the pt had gallstones removed during the same procedure in which the hernia recurrence was repaired with a composix e/x mesh. The records note that postoperative recovery was slow, as the pt vomited for the first three days after surgery. There was no indication that the composix e/x led to the reported event, and the mesh was not explanted. Refer to MDR 1213643-2010-00417 for the composix kugel patch that was implanted on (B)(6) 2007 and explanted on (B)(6) 2008.

Event description:
Based on a review of medical records provided by pt's attorney: on (B)(6) 2007 - repair of ventral hernia with composix kugel patch. Lightly incarcerated hernia with adhesion to abdominal wall/omentum repaired with composix kugel patch. Small bowel appeared normal. On (B)(6) 2008 - pt underwent laparoscopic cholecystectomy, open repair of recurrent ventral hernia with composix e/x mesh. Surgeon removed tissue and omental adhesions. Patch from previous repair was stuck in the left and anterior position, broken free on the right, curled up to the left and inferiorly. Omentum dissected from the graft and abdominal wall. Portions of old patch removed. Repair completed 16x12cm composix e/x patch. Surgeon observed slightly inflamed gallbladder. Gallstones removed laparoscopically. Slow recovery as patent vomited for the first three days after surgery on multiple occasions. On (B)(6) 2008 - pt readmitted with diarrhea, mild ileus and abdominal wall abscess diagnosed through CT scans on (B)(6) 2008 and (B)(6) 2008, treated with antibiotics. No surgical intervention required.